Event description:
The haptic of an aq2010v model lens was torn while being inserted. The lens was implanted and the incision was enlarged to remove the lens. This is the first lens the surgeon attempted to implant in this pt.